Event description:
It was reported that a non-sustained episode of vt that the device classified as svt was observed via merlin.net. The patient did not receive therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.